Event description:
It was reported that during a sigmoid colectomy procedure, the buttons on the right side of both devices stopped working. There were no error codes on the generator. Case completed by using the foot pedal with the 2nd device. There was no patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.